Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume folfusors were leaking. The leaks were described as, ¿a couple of infusion pumps with leaks in the connector circuit, where there is fluid loss, and in the inner balloon, with fluid loss on the outside¿. The leaks were observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.